Event description:
It was reported that during a laparoscopic gastric sleeve procedure on the fourth firing, the staples were v-shape. The staple line was over sewn. A leak test was performed and fine. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.